Event description:
It was reported that the catheter naturally fell out of the patient 24hours after placement.

Manufacturer narrative:
The reported event is confirmed was confirmed as manufacturing related. The device had not met specifications per procedure which states that "shaft must not be damaged or pinched." Visual evaluation of the returned sample noted one opened without original packaging, temperature sensing silicone foley catheter with cut portion of the inlet tubing and sample port connector. Visual inspection noted there was a hole over the drainage lumen. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole (0.012") noted in the inflation lumen from the trifurcation. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "-contaminated shafts -end of shaft doesn¿t match with the mark in core pin." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils.) They may damage the device and may burst balloon. (5) do not old the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull catheter slightly to seat the balloon at the level of the bladder neck." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter naturally fell out of the patient 24 hours after placement.